Manufacturer narrative:
It was reported that case (B)(4) is going to be revised (reason unknown). Np further steps were taken because the provided scan was not valid. R&d has requested from the surgeon to provide a medical grade scan and they will review once received. It was alleged that a 10mm screw was used to secure the fossa. For the fossa, 6mm screws were recommended while 10mm screws were suggested for the mandibular implant (fig. 1). R&d also stated the 10mm screw did not violate the cranial cavity. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. If additional information is available later to indicate further evaluation is warranted, this record will be re-opened, and the result revised.

Event description:
It was reported that during a post-op scan, the surgeon noticed the implant does not appear to be seated as expected. The surgeon will likely perform a revision surgery to replace the devices.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported that during a post-op scan, the surgeon noticed the implant does not appear to be seated as expected. The surgeon will likely perform a revision surgery to replace the devices.